Event description:
The polymethylmethacrylate augmentation on both joints was worn down to the condyle pin leaving a metal on metal situation. The condyle pins were actually rubbing a grove into the fossa liner. The screws holding the condyle on the left side were all loose due to the bone surrounding them reabsorbing.